Event description:
Information received indicates the head of the bed cannot be raised or lowered.

Manufacturer narrative:
The technician isolated the issue to the head up and down valves not functioning, blocking the flow of hydraulic fluid. He replaced the head up and down valves to repair the bed.